Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample device was returned. Physical appearance of sample shows pilot line was detached at the pilot line tube connection. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from the united kingdom stating, "when using the kc subglottic tube the pilot cuff detached from the tube, causing the cuff to deflate. This meant the patient had to be reintubated (without any apparent harm). This appeared to be spontaneous and not related to patient biting the tube." (B)(4).